Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-dec-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (2 mg/day at .6 mg/day) via an implantable infusion pump. It was reported that during a scheduled pump replacement the catheter was found to not be functioning properly. The hcp was unable to aspirate from the catheter; it was reported as broken and was replaced with a new catheter. There were no environmental/external/patient factors that may have led or contributed to the issue and it was noted as resolved. No symptoms were reported and the patient was alive with no injury. The catheter was disposed of and would not be available for analysis. No further complications have been reported as a result of this event.